Event description:
It was reported that this lead was an attempted implant. Per the photo provided the lead insulation appeared to be breached. The lead was exchanged and the procedure was completed without complications. It was not stated whether the lead would be returned.